Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: what was the patient¿s initial prognosis? Crohn¿s disease. Were there any issues noted with the staple form in the original procedure and the secondary procedure? There was no apparent issue with the staple formation in the original procedure. The surgeon found an abscess and necrotic tissue at the anastomosis on the second procedure, but no issue with staple formation. The surgeon opted to manually sew the anastomosis in the second procedure. Was the infection noted at the original anastomosis site? Yes, an abscess was found at the original anastomosis site. What was found that necessitated the second procedure? The patient developed a fever seven to nine days post operatively. Imaging found an abscess at the anastomosis which led to the second procedure. The specific imaging used was not known. What is the patient¿s current condition? The patient is currently doing well.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4). No lot or batch number was provided therefore a device history could not be done. Additional information received: the surgeon was not aware of any quality issue during the initial procedure and does not know if the post-operative issue was caused by the device. All available information was reported and no further information exists.

Event description:
It was reported that seven to nine days after a right colon procedure, the patient required a re-operation. During the initial procedure, the surgeon used the device to anastomose the colon. There were no apparent issues during the initial procedure. Seven to nine days after the initial surgery, the patient came back in and on CT scan an infection was found at the anastomosis site. A second procedure was required to remove the original anastomosis site and the remaining bowel re-anastomosed using another device of the same product code. The patient is now doing fine. There is no further information.